Event description:
The customer reported error alarms during normal use. Troubleshooting was performed. Advised the customer that the insulin pump would not replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. However, the insulin pump alarmed with a constant tone followed by a frozen screen due to a faulty mother board.